Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading cartridge onto the pump. Reportedly, issue resolved and customer was able to load the original cartridge with assistance from another person. Customer's blood glucose level was 170-200 mg/dl.